Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motion sensor test failure alarm. Insulin pump had minor scratched display window and cracked reservoir tube lip but it was not broken.(B)(4)

Event description:
The customer reported via phone call that the reservoir broke in the reservoir compartment of the insulin pump. Customer's blood glucose level was 470 mg/dl. He was going to treat his high blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.